Manufacturer narrative:
Concomitant medical products: product ID neu_ptm_prog, serial#: unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was that the pt initially stated that they were having trouble with the controller as it would go off after they had it on all day and then they would charge it and then it would turn off automatically; pt then stated that it wouldn't come back on automatically so they would have to turn it back on; pt stated that the controller said stimulation off. Pss clarified further with the pt and pt then confirmed that they were speaking of the stimulation turning off and not the controller itself; pt confirmed that they would have the stimulation on all day and then they would recharge the ins and then the stimulation would turn off automatically. Pt stated that they reset the controller in attempt to resolve the issue. Pt mentioned that they battery pack had not been replaced before. Pss reviewed with the pt that stimulation would automatically shut off once the ins goes below 30% and pss asked the pt if that's what they thought was happening; pt stated that they didn't think so as they would recharge the ins at night so that the ins would be full for the next day; pt stated that the next day in the evening when they would go to recharge the ins, the controller would say stimulation off when both the controller and ins batteries were at 100%; pt confirmed that they made sure that stimulation was on after recharging the ins. Pss redirected pt to hcp to address the issue further; pt mentioned that they have an appt with hcp and mdt rep on thursday. Pss suggested to the pt to write down/keep a log of when they're noticing the stimulation turning off to bring with them to appt with hcp. Pt mentioned that they just had the rtm replaced and that they weren't sure if they sent the old rtm back to repair or the new rtm; pss reviewed notes from previous case from the rtm being replaced and pt confirmed by the rtm serial number that they kept the r eplacement rtm. When pss asked the pt for the event date, pt stated that they had been in florida for the last week, so the issue started over a week ago. Pt mentioned that right before they left for florida, they met with hcp and a rep and the rep added group b to their programming; pt noted that they only had group a before.

Manufacturer narrative:
Concomitant medical products: product ID neu_ptm_prog product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient met with their manufacturer representative twice and fixed the problem.

Manufacturer narrative:
Continuation of d10: product ID neu_ptm_prog lot# serial# unknown implanted: explanted: product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the circumstances that led to the stimulation turning off was it turned off automatically. The stimulation turning off did not resolve. The patient had an appointment with their manufacturer representative.

Manufacturer narrative:
Continuation of d10: product ID neu_ptm_prog lot# serial# unknown implanted: explanted: product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient was still having trouble with their stimulation. They charged their controller every night so it was fully charged and they left their stimulation on and when they recharge their implant the next day the controller would state stimulation off. It was noted that right now the controller was at 100% and the implant battery was at 90% and the stimulation was turned off. The patient was referred to their healthcare provider.

Manufacturer narrative:
Continuation of d10: product ID neu_ptm_prog lot# serial# unknown implanted: explanted: product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Pt called back. Pt said they were still having the same issues that were reported in this case. Pt said the stimulation is turning off when they are not turning the stimulation off; pt said this has been happening for the past 6-8 months. Pt also mentioned meeting with several medtronic reps. Pt said that they have met with 4 or 5 medtronic reps last year and within this year. Pt said that they never let their implant battery go below 40% and their stimulation is turned on after charging at night. Pt said that their device is turning off every night because they will come home after work and go to charge their implant and the stimulation is off and the implant and controller are both at 100%. Pss had pt reset their controller. Pt saw no visible damage to the controller or battery pack. After reset the pt said that their controller was at 100% and their implant was at 50%. Pss consulted with repair and they suggested controller replacement. Pss sent email to repair to replace the controller. Pt also mentioned always being in pain on the call.